Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated, and the reported issue was confirmed as it was noted that the unit would not autofill. Serviced the circulation pump sn (B)(6) completed the 2000-hour pm procedure on the device. It was noted that the tank seals were lifted from the tank. Serviced the mixing pump sn (B)(6), replacing heater lot 1732 with lot 2338, and replacing both manifold o-rings and drain valves. Other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing, and replacement of the tank seals due to lifting from the tank. Circulation pump motor sn (B)(6) and mixing pump motor sn (B)(6)were preventatively replaced with motor sn (B)(6) and sn (B)(6) respectively due to a high number of hours on the motors. The device was put through a post repair functional check during which the device was heated above 30°c, cooled below 6°c, and the bypass flow was verified adjusted to 1.8 +- .5 l/m at 28°c and -7.0 psi. The device was calibrated using ctu ID # 0626. An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was not filling , weak circulation pump, sending biomed 2000-hour preventive maintenance service quote. Per sample evaluation results on 26dec2023, it was reported that the tank seals were lifted from the tank and completed the 2000-hour pm procedure on the device.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated, and the reported issue was confirmed as it was noted that the unit would not autofill. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not filling, weak circulation pump, sending biomed 2000-hour preventive maintenance service quote. Per sample evaluation results on 26dec2023, it was reported that the tank seals were lifted from the tank and completed the 2000-hour pm procedure on the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not filling, weak circulation pump, sending biomed 2000-hour preventive maintenance service quote.